Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-9236-03pp serial/batch number (B)(6) was received for investigation. No functional testing was performed; part is broken. Upon visual evaluation, the middle/center pole was noted to be broken off. The broken piece was not returned for investigation. Nicks, marks, and cuts on the device material were also observed. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. The device was manufactured on 05/14/2021.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6)2025, it was reported by a sales representative via (B)(4) that an ar-9236-03pp gelnoid trial has a broken piece. This occurred during use in a case with no patient effect. Additional information requested.